Manufacturer narrative:
(B)(4).

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an endoscopic selective varices devascularization (esvd) procedure performed on (B)(6) 2022. During the procedure, the bands could not be deployed. The procedure was completed with another speedband superview super 7. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: medical device problem code a050501 captures the reportable event of bands unable to deploy. The returned speedband superview super 7 (handle assembly only) was analyzed, and a visual evaluation noted that handle slot had the trip wire inserted. The suture was in good condition and contained with the seven knots. A functional evaluation was performed by rotating the handle knob. It could be rotated without any problems. The click was audible, and indents felt each 180 degrees rotation. No other problems with the returned handle assembly were noted. The reported event of bands unable to deploy was not confirmed. Upon analysis of the returned component (handle assembly only), it did not show evidence of problems or defects. The handle was in good condition and worked as intended. It is possible that the manipulation or the technique used at the time to interact with the device in conjunction with the patient anatomy could have affected the device functionality causing inability of the device to deploy the bands. However, there is not enough evidence to determine that the reported event occurred due to a device problem. Since the ligator housing was not returned, it is not possible to carry out a more thorough investigation. The results of the product analysis showed that the handle was used properly. Therefore, the most probable root cause of this complaint is no problem detected.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an endoscopic selective varices devascularization (esvd) procedure performed on (B)(6) 2022. During the procedure, the bands could not be deployed. The procedure was completed with another speedband superview super 7. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.